Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room due to hyperglycemia on (B)(6) 2021. The customer's blood glucose level at the time of incident was over 400 mg/dl. The current blood glucose level was 410 mg/dl. Customer was treated with an intravenous insulin drip. Customer did allege the insulin pump was under delivering. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. The insulin pump and the reservoir will not be returned for analysis.